Event description:
During acl repair (rt knee) surgeon didn't get expected distention at initial setting to 70, 90 and up to 120 graft was already harvested when patient's knee was noticed over distended (extravasated). Surgeon aborted case to prevent injury. Surgeon stopped surgery but no adverse consequences reported as a result of event. This device is used for treatment.